Manufacturer narrative:
The reagent electrode lot information was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode (na) and potassium electrode (k) results for 3 patient samples on a cobas 6000 c501 module. On (B)(6) 2025, sample 1 had an initial na result of 160 mmol/l and an initial k result of 7.5 mmol/l. The sample was automatically repeated and the na result was 140 mmol/l and the k result was 3.81 mmol/l. The repeat results were deemed correct. On (B)(6) 2025, sample 2 had an initial na result of 153 mmol/l and an initial k result of 7.2 mmol/l. The sample was repeated and the na result was 134 mmol/l and the k result was 4.4 mmol/l. On (B)(6) 2025, sample 3 had an initial na result of 171 mmol/l and an initial k result of 10.6 mmol/l. The sample was repeated and the na result was 140 mmol/l and the k result was 5.1 mmol/l.

Manufacturer narrative:
The investigation did not identify a product problem. Based on the information provided, the root cause of the event could not be determined.